Event description:
After the wife changed the dressing, the catheter broke near the hub.

Manufacturer narrative:
Additional info was requested, but no info was provided. If a sample is rec'd, an investigation will be completed, and a supplemental report submitted.